Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a moderately tortuous severely calcified lesion in the distal r-pda using resolute onyx drug eluting stent. There was no damage noted to packaging, that is, shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. There were no abnormalities reported in relation to anatomy. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was crushed against artery wall with another stent. There was no further injuries reported post procedure.